Manufacturer narrative:
The field service representative (fsr) observed that upon arrival, the system was still powered up and the message was still on the screen. The fsr power cycled the unit, but the ccm could not finish loading the software and the message was still present. He inspected connections from ccm to the network interface card (nic), opened the ccm and made sure there were no loose connections, inspected the peripheral component interconnect (pci) bus cable for connection issues, and reinstalled. The ccm was still stuck at bootup with the message. He replaced the hard drive and the pci bus cable assembly. The message was still present. He replaced the local area network interface (lan/if) board and the message was cleared. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) installed the hard drive, the pci bus cable assembly, and the lan/if board into a lab use only (luo) ccm individually and tested each component. With each boot up with the individual components installed into the luo ccm, the ccm booted up normally.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'system computer needs service. Error logging in progress' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.